Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that a patient¿s temperature increased from a target temperature of 33c to 34c after returning from a CT scan. The ICU staff began self-troubleshooting the device from 5:00pm to 11:00pm on (B)(6) 2019. The incident occurred while in the maintenance phase on an arctic sun device. A call was placed to the ms&s helpline on (B)(6) 2019 at 11:05pm by nurse (B)(6). Per troubleshooting with ms&s, the device was working properly, but the pads on the left leg and trunk were not providing good flow. As instructed by ms&s, the pads were changed and the flow rate increased to 2.4l/min with no further issues. On (B)(6) 2019, a follow up call was made to charge nurse (B)(6), who stated that the patient did not complete therapy because they passed away at 10:29 am on (B)(6) 2019, after care was withdrawn by the family. The nurse stated that the patient¿s death was due to their condition and not device related. The nurse also stated that the cause of death was cardiac arrest. The facility decided not to send the device to biomed for servicing. The patient was a (B)(6) female with a history of chronic obstructive pulmonary disease, heart failure, diabetes, seizures, and chronic renal failure. The patient was not on vasopressors and did not experience any seizure activity.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use (IFU) were found adequate and instructs the user on the proper use of the pads to avoid undue injury to the patient and damage to the product. The IFU states the following: "1. Arcticgel¿ pads are only for use with an arctic sun® temperature management system control module. See operators manual for detailed instructions on system use. 2. Select the proper number, size and style pad for the patient size and clinical indication. However, the rate of temperature change and potentially the final achievable temperature is affected by pad surface area, patient size, pad placement and water temperature range. Best system performance will be achieved by using the maximum number and largest size pads. 3. For patient comfort, the pads may be prewarmed using water temperature control mode (manual) prior to application. 4. Place the pads on healthy, clean skin only. Remove any creams or lotions from patient¿s skin before pad application. Remove the release liner from each pad and apply to the appropriate area. The pads may be overlapped or folded adhesive-to-adhesive to achieve proper placement. The pads may be removed and reapplied if necessary. The pad surface must be contacting the skin for optimal energy transfer efficiency. Place pads to allow for full respiratory excursion. 5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard."

Event description:
It was reported that a patient¿s temperature increased from a target temperature of 33c to 34c after returning from a CT scan. The ICU staff began self-troubleshooting the device from 5:00pm to 11:00pm on (B)(6)2019 . The incident occurred while in the maintenance phase on an arctic sun device. A call was placed to the ms&s helpline on (B)(6)2019 at 11:05pm by nurse holly pisbury. Per troubleshooting with ms&s, the device was working properly, but the pads on the left leg and trunk were not providing good flow. As instructed by ms&s, the pads were changed and the flow rate increased to 2.4l/min with no further issues. On(B)(6)2019 , a follow up call was made to charge nurse ariel, who stated that the patient did not complete therapy because they passed away at 10:29 am on (B)(6)2019 , after care was withdrawn by the family. The nurse stated that the patient¿s death was due to their condition and not device related. The nurse also stated that the cause of death was cardiac arrest. The facility decided not to send the device to biomed for servicing. The patient was a 75 year old, 124 kg female with a history of chronic obstructive pulmonary disease, heart failure, diabetes, seizures, and chronic renal failure. The patient was not on vasopressors and did not experience any seizure activity.